Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: bat204116 - 1650de - MFR. Date: 01/312015 - exp. Date: 01/31/2016, bat206647 - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, bat204011 - 1650de - MFR. Date: 01/31/2015 - exp. Date: 01/31/2016, bat207952 - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient came to the hospital because he noticed that there was power switching in the batteries and noticed that the controller displayed high watts alarms. At the time of the event there no effects on the patient. The patient was sent home to re-evaluated in the week.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 (fifteen) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, several power switching events were observed involving (B)(4) that were due to communication errors. High watt alarms were logged in the alarm file, however, it was likely related to the patient state and not a malfunction of the controller. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).